Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using the pump supplies for 3-4 days. Customer changed the pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose.